Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the setup structure (sus) motor and brake assembly (scrap item). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that the system kept saying there was a recoverable fault while trying to dock. The system logs showed recoverable error 32100 pointing to axes controller platform (acp) 5. Prior to calling, the customer power cycled the system with no change. The tse assisted the customer with performing a hard reboot and emergency power off (epo) on the patient side cart (psc) with no change. The customer informed the tse that as soon as they tried to deploy for draping or adjust the boom the error occurred. The surgeon elected to convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
The axis motor was analyzed and the error was confirmed in the field logs but could not be replicated during failure analysis. The axis motor was installed onto a system and then the system was able to start in normal mode with no errors. The unit was also clutched through its axis and did not trigger any errors. Visual inspection did not find anything that could cause the reported problem. Failure analysis concludes that the unit is most likely "wrong part sent back" as the error points to the brake voltage monitor but there is no brake assembly on the unit. Although a definitive root cause cannot be determined, the probable root cause it attributed an issue with the brake assembly.

Event description:
Refer to h11 for follow-up information.